Event description:
Event description guidant received information that this device, which was included within a subset of devices affected by a recent physician notification, was unable to be interrogated during a follow-up visit. During the previous follow-up visit, one year prior, the device battery indicated 2/3 longevity remaining. The pacemaker was explanted and replaced with a new device.